Event description:
It was reported that the right ventricular lead dislodged. During the lead revision, the device was removed and replaced due to loss of capture from the dislodgement. Follow-up was conducted to obtain information on the patient and whether the episode was device related, and if the lead remains in use, but the attempts were unsuccessful. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.